Event description:
It was reported that the surgeon removed the poly and noticed the head of one of the augment screws was broken off. The surgeon removed the remainder of the broken screw and the second augment screw. Then, we opened a new tibial augment implant that included new screws. The surgeon used the new screws to replace the old ones. The reason for revision was not for the broken screw. The broken screw was discovered intraoperatively.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.